Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. One opened phacoemulsification tip in a bag with a wrench was received for the report. The returned sample was visually inspection was found to be non-conforming for being bent in the middle of the cannula. Wear was observed on the threads, back of flange consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phacoemulsification tip bent; therefore, a bent phacoemulsification tip was confirmed; however, how and when the phacoemulsification tip became bent could not be determined. Most likely root cause is handling during placement of the phacoemulsification tip onto the handpiece. The exact root cause for the bent phacoemulsification tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using thirty times magnification during the manufacturing process. Any nonconformance, such as the phacoemulsification tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the phacoemulsification needle was bent during cataract surgery with intraocular lens implantation. The surgery was completed with other individual phacoemulsification needle. There was no information about patient impact.